Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.75 x 23 mm xience alpine stent delivery system (sds) would not reach the target lesion located in the mildly calcified, 45 degree angled, non-tortuous left anterior descending artery. During treatment of the lesion, the fluoroscopic picture suddenly canceled for a period of 2 seconds. During this time, the assistant was working too fast and inflated the sds balloon to 6 bar. The stent implant dislodged from the balloon and migrated to the radial artery. A snare was used in an attempt to capture the lost stent; however, these attempts failed and the stent slipped into the ulnaris artery where it remains because it was stuck. The procedure continued on with the successful placement of two xience alpine stents. The final outcome for the patient was good. No additional information was provided.